Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The cleaning disinfection and sterilization (cds) checklist indicated "suspected" patient infection, but there was no indication of any patients being involved in procedure with incorrectly reprocessed endoscopes, any patients that displayed signs and symptoms of an infection, nor any patients that were treated prophylactically with antibiotics because of this issue. There was no medical intervention undertaken and no indication of confirmed patient infection. There was no evidence that any patient developed a permanent disability or permanent damage that caused substantial disruption in their ability to conduct normal life functions, and that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device.

Manufacturer narrative:
The subject device was returned for device investigation. The issue was not confirmed, as the scope was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no repair history in the past year. There was no report on the subject device being used in procedure after the suggested event was reviewed. Based on the results of the investigation, the relation between the subject device and the event couldn¿t be judged. Additionally, the root cause of the event could not be conclusively specified. No information to judge deviation from instruction for use (IFU) was confirmed from review of reprocessing steps provided from the user. IFU states as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor complaints for this device.